Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level value not provided. Reportedly, customer went to the emergency room regarding issue. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.